Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A third party service agent contacted physio-control to report a non-critical issue with the customer's device. Upon evaluation of the customer's device, the third party service agent observed that the device had an event code logged in its memory that is indicative of a failure of the device to deliver defibrillation therapy. There was no report of patient use associated with the reported event.